Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2023, to undergo a skin flap reduction surgery due to poor magnet retention. The implanted device remains.

Manufacturer narrative:
This report is submitted on january 05, 2024.